Event description:
It was reported that during a ureteral stenting treatment procedure, the catheter broke. The device placement "looked good", however, when the suture was pulled the catheter appeared kinked. Under fluoroscopy the usgk/8/26 appeared as the though the catheter broke distal to the proximal loop. The loop came apart from the catheter itself. Everything was removed intact. The patient status is listed as "ok" with no complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).